Event description:
A caller reported that a replacement pump would not turn on while placed on the charging pad. There was no adverse impact to the customer's blood glucose level. The customer removed the pump from the charging pad, confirmed the light around the rim, placed it back, and held down the button, after which the pump was able to turn on and began charging. The case was then closed by technical support.